Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 682mg/dl, associated with an alleged history settings issue. Reportedly, the patient discontinued pump therapy and remains hospitalized. Reportedly, treatment was not provided at this time. During troubleshooting with customer technical support (cts), it was revealed that the patient was not priming enough insulin into the tubing when changing the infusion set and they are experiencing high blood glucose levels. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.